Manufacturer narrative:
Inratio precision data provided by end-user lot 070195: first test inr = 1.5 (2007); second test inr = 5.8 (three weeks later), mean = 3.65; sd = 3.04; %cv = 83.3%. The %cv is greater than 20%. Per internal procedure, the testing time interval should be 3 hours or less. The testing time interval here is more than a few days. As a result, this comparison is invalid. No further testing is required.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.5 (2007), second test inr = 5.8 (three weeks later).